Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer failed, and the storage space recovery showed a drawer short circuit. A field service engineer recovered the mini drawer successfully. The mini engine was removed, and no signs of a short circuit were found. The engine was replaced, and all drawers were tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es experienced a short circuit in a mini tray. The customer stated that the users were using other pyxis machines to find medications for the patient, and there was no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.